Manufacturer narrative:
Evaluation was not possible, as the device was not returned. Review of the device history records was performed which confirmed no inconsistencies. A complaint history review has not identified additional complaints for this lot number on file. Due to the device not being returned a root cause could not be determined. No further investigation is necessary at this time. (B)(6). (B)(4).

Event description:
During a meniscal repair it was reported that the surgeon believes there was no t2 implant on the device. It is unknown if the t1 anchor was removed or remains in the patient.